Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. DHR analysis: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report. X-ray analysis: depuy france bioengineer concluded that the implant stem is out of the humerus, perhaps due to a misalignement of the initial humeral reamer. Moreover, there is some cement in the humeral shaft, the humeral implant is an ha coated implant for cementless use. No further analysis was possible as the products were not returned.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event: however, in reviewing of the x-rays depuy france bioengineer concluded that the implant stem is out of the humerus, perhaps due to a misalignment of the initial humeral reamer. Moreover, there is some cement in the humeral shaft, the humeral implant is an ha coated implant for cementless use. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patients bone fractured during the primary surgery. Revision scheduled for (B)(6) 2012.